Event description:
It was reported that the customer received a no delivery alarm on the insulin pump. The customer's blood glucose was 210 mg/dl. Troubleshooting could not be performed because the issue was a past event and had already been resolved by a complete set change. Advised customer to call back when the alarm occurred in order to troubleshoot. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.